Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient presented with a local infection. Per a surgeon it had been contained in the pump pocket. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were none to report. No diagnostic tests/troubleshooting was performed outside of running cultures. Pump explant and re-implanting on the opposite side of the body and performing a catheter revision was planned to occur on (B)(6) 2020. The catheter (model 8596sc) was planned to be returned to the manufacturer. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown or would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that reported that the entire catheter including the 8596sc catheter was explanted due to the infected pump pocket. There was no suspected issue with the functionality of the catheter or the pump itself other than the infection. The results of the have not been made available to this point but specimen samples were sent to the lab following the procedure yesterday afternoon. The infected pump as well as the entire catheter were removed from the patient. Additionally, a brand new pump and catheter were implanted on the other side of the patient¿s body. It was unknown if the infection is cleared up at this point. The infected pump and catheter would not be returned. The reasoning given was hospital policy due to the nature of the active infection. No further complications were reported or anticipated.